Event description:
It was reported that the patient presented remotely via merlin. Net. It was noted that the right ventricular (rv) lead was over-sensing myopotentials. The patient was asymptomatic. The patient came into clinic to have isometric testing performed and the noise was reproducible, but no changes were made as it was deemed insignificant. The patient was stable throughout the intervention.